Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.93ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and accu tni result was 0.15ng/ml. There is no info if the erroneous result was reported out of the lab. No death, serious injury, or change to pt treatment has been reported to be associated with this event.

Manufacturer narrative:
The specimen was collected in a 12 x 75, bd, lithium heparin tube and was tested from the primary tube. Qc was within specs prior to the event. Numerous hardware errors were posted to the event log on the day of the event and qc failed following the event. The customer contacted a customer technical service (cts) for assistance; however, the issue was not resolved. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and observed a small amount of fluid build up near the luminometer and cleaned. The fse noted condensation inside the precision value and micro bubbles in the pipettor fluid line. The fse noted a crack in the stator component of the valve assembly. The damaged stator was replaced and fse re-primed the system. The fse performed a system check, ran qc and verified repair per established procedures. Results met published performance specs. The fse continued service on the next day: the fse completed numerous troubleshooting steps. The fse replaced luminometer, wash and precision values. The fse recalibrated all assays and ran qc. The fse verified repair per established procedures. Results met published performance specs. Hardware, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.